Event description:
An unsubstantiated legal complaint was received which alleges that the plaintiff received a breast implant and claims to have suffered injuries as a result of having been implanted with breast implants.